Event description:
Patient on argantroban drip due to clotting problem. Drip double checked at shift check in the morning - all was programmed appropriately. At ~1630, noticed syringe was still full, although pump said it had delivered ~8.5 ml. Partial thromboplastin time (ptt) had fallen throughout the day, despite increase in dose. Mds notified. Changed to new pump. Biomed notified, equipment malfunction tag completed, pump left "on" and picked up by biomed staff.====================== manufacturer response for infusion pump, syringe, infusion pump, syringe======================awaiting response